Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034-2018-10682. This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No futher information available.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown head, unknown. Unknown, unknown stem, unknown. Unknown, unknown taper adapter, unknown . Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09294, 0001825034-2018-09544. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patients' s hip was revised approximately 8 years post implantation due to metallosis. Abnormal and excessive yellowish turbid fluid, with capsular tissue showing abnormal thickness and dark gray metallic type staining and histiocytes with metal-metal reaction were noted during revision surgery. Significant trunnionosis was observed. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.